Manufacturer narrative:
Full e1 establishment name:(B)(6). The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was and there were no abnormalities with the reprocessing accessories. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation, and the customers¿ allegation was confirmed due to a light guard bundle breakage causing uneven illumination. Prior to returning the device the customer performed reprocessing. In addition to the reportable findings documented in b5, the following non reportable findings were; due to a pinhole on connecting tube water tightness was lost, adhesive around light guide lens was peeled, adhesive around objective lens was peeled, universal cord had a wrinkle, forceps elevator knob was deformed, connecting tube had buckling, and the control unit had discoloration. The following items were also noted; due to a dent on the channel-tube forceps could not be inserted smoothly, adhesive on the bending section cover had a crack, due to wear of angle wire the play of up/ down knob was out of the standard value, due to wear of angle wire bending angle in up direction did not meet the standard value, and due to a crack on up/ down knob water tightness was lost. Additionally, the following items were noted to have scratches, connecting tube, plastic distal end cover, protector of universal cord on suction connector side, scope connector cover, up/ down knob, control unit, switch box, grip, universal cord, right/ left knob, scope cover, suction connector, and the forceps elevator lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, their gastrointestinal videoscope had concern about one light did not light up. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; the nozzle had foreign material. There was no report of patient harm, injury, or procedural delay. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.